Manufacturer narrative:
The manufacturer investigation has revealed that cause of the uncontrolled movement of the indigo module is multi-factorial however the main factor is an insufficient design solution for the indigo printed circuit board (pcb) located inside the indigo module. To minimize the risk of any health consequences, operator should use the product correctly following the indigo instruction for use 416260-en, which states: "when operating indigo, maintain contact with bed at all times" "indigo must be used by appropriately trained caregivers or porters with adequate product knowledge." "The indigo intuitive drive assist comes equipped with emergency stop switches located at both the foot and head ends of the bed." "After using indigo. Deactivate indigo and apply breaks by placing the pedal in the most downward position". "Check the emergency stop assemblies for signs of damage. (Daily)" arjo device failed to meet its performance specification since the indigo worked incorrectly. The bed was not in use with the patient at that time. No injury was reported. The complaint was assessed as reportable following the indication of bed driving by itself.

Event description:
Arjo became aware of the event involving the enterprise 5000x equipped with the indigo module (intuitive drive assist). The bed drove off on its own, and it was stopped by emergency stop. There was no indication of patient involvement, and no injury was claimed. The customer claimed that the bed propelled itself and the operator did not lose contact with the bed, during the device evaluation, it was found that the indigo was loose (one of the screws and tube spacer were missing). The missing parts were replaced. The device was tested, after confirming that it was operating properly, the bed was put back into service.

Manufacturer narrative:
The investigation is ongoing. Waiting for more information about the circumstances from the customer.

Event description:
Arjo became aware of the event involving the enterprise 5000x equipped with indigo module (intuitive drive assist). Allegedly, the bed drove off on its own. It is unknown how the bed was stopped during an event. There was no indication of patient involvement. No injury was claimed. During the device evaluation, it was found that the indigo was loose (one of the screws and tube spacer were missing). The missing parts were replaced. The device was tested, after confirming that it was operating properly, the bed was put back into service.